Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a intermittent reset display while device was in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone, and customer was advise to replace the graphic user interface (gui) printed circuit board (pcb) and covidien service engineer will install the operational software. Onsite biomed will complete the repair. Covidien was not authorized to service the device.